Manufacturer narrative:
Customer returned insulin pump for an alleged power loss alarm found on (B)(6) 2021. Device passed sleep current measurement, active current measurement and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Device was cut open to perform visual inspection and no moisture or physical damage was found on electronic assemblies. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In further full review of the device history, found battery out limit alarm on (B)(6) 2021 on 16:27:05, 9 failed battery tests on (B)(6) 2021 between the times of 13:13:07 to 13:47:27, low battery alert on the event date (B)(6) 2021 at 06:10:00 and more than a week prior at (B)(6) 2021 at 13:55:00, and off no power on (B)(6) 2021 between the times of 22:59:00 to 16:22:00 due to a corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, pillowing overlay, stained overlay, reservoir tube cracked, cracked battery tube threads and scratched case. Customer allegations for power loss alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated that the insulin pump did not gave low battery alert prior to replace battery alert. In the second occurrence the insulin pump gave replace battery alert without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.